Event description:
I am experiencing a greater than 50% failure rate on my dexcom g7 sensors. I have been using the g7 for about one month. The last 3 sensors have failed. The last 2 never gave accurate readings from the point they were inserted. Since these sensors work with my tandem x2 insulin pump's control iq software to automatically adjust insulin, the failure has caused high blood glucose levels. This morning I woke up with a cgm reading in the 120's mg/dl when I checked against my blood glucose meter it was reading over 220mg/dl. After 6 calibrations throughout the day, it still was not within 20 mg/dl at any point. Most readings where well over 50mg/dl off. I replaced the sensor only to experience the same lack of accuracy after the warmup period. I did not have many of these issues when using the g6 and never had 2 fail back-to-back. I know they use jabil to manufacture these and I have had issues with other products they make. Mostly in the inability to read engineering drawings and falsified inspection reports. Reference reports: #mw5156572, #mw5156574, #mw5156575, #mw5156576.